Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The failure may have been the result of a manufacturing anomaly or potential damage during packaging, shipping, or handling prior to use. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
During pre-use testing, the nurse observed that the white balloon was leaking, likely due to a hole. The device was not used, and a replacement shunt was opened and functioned as intended. No patient injury was reported.